Event description:
It was reported that the ventilator alarmed for high pressure while being used on a patient. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by the hospital. It was not possible to reproduce the reported alarms. No parts were replaced and the ventilator was put back into service. No error codes that indicate any technical issues with the ventilator were found in the ventilator's technical log. The latest preceding pre-use check was performed on the (B)(6) with a passing result. The event log contains several different alarm posts such as high peep, high paw, high respiratory rate and high continuous pressure. This indicates that there has been a high expiratory resistance causing the patient to not be able to fully expire under the expiration phase before initiation of a new inspiration phase. This can be caused by issues with accessories in the patient circuit but it can also be a consequence of the mechanical properties of the patient¿s airways or parameter and alarm limit settings on the ventilator. The error could not be reproduced and no parts were replaced. The logs do not indicate any ventilator malfunction. It has not been possible to determine the root-cause of the event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).